Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow up in-clinic, elevated capture thresholds and low sensing were observed on the right atrial lead. Programming changes were made and the patient was stable after the changes.